Manufacturer narrative:
This patient population is typically elderly, may be non-operative or high risk, have complex medical histories and multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover. In this case, the patient expired approximately 17 days post tavr. The cause of death is unknown. Despite multiple requests, no additional information has been received. No allegation has been made relating the patient¿s death to the sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences territory manager, a tavr patient expired approximately 17 days post implant of a 29mm sapien xt valve from unknown causes. Multiple attempts to gather additional information regarding the cause of death were unsuccessful. No additional information related to the patient¿s demise or the device¿s relationship to the event could be obtained; and, there is no evidence or allegation relating the patient¿s death to the sapien valve at this time.

Event description:
As reported by an edwards lifesciences territory manager, a tavr patient expired approximately 17 days post implant of a 29mm sapien xt valve from unknown causes.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.